Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that after power on. The alarm sound of the insufflation unit was generated. And the front panel turned off. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h6, and h7. Corrected data: e3 the device was returned to olympus for inspection, and the customer's complaint of alarm sound of the insufflation unit was generated, and the front panel turned off was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after power-on, an alarm sound is generated, and the front panel is turned off. It was identified that the panel turned off due to the circuit board malfunction. Olympus will continue to monitor field performance for this device.